Event description:
It was reported that there was an alert on this pacemaker for a lead safety switch (lss) due to right atrial (ra) lead pacing impedance being out-of range at 2292 ohms. This resulted in a switch from bipolar to unipolar configuration where there was noise found and double counting of the ra signal. Technical services (ts) advised evaluation of the patient's implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system as well as a defibrillation threshold (dft) test. No adverse patient effects were reported. Currently, this pacemaker remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).